Event description:
Patient's family member called lfs alleging that pt's meter would not power on. Patient was at the beach with their parents when the issue began. Patient's family member explained that the meter caused pt harm due to the reported issue, however, no information was provided to indicate how the patient was harmed. Patient's family member did report that pt was "feeling low". Patient was treated with food following the attempted use of the meter. There was no information provided to suggest that the patient received medical care from a healthcare professional. Patient's family member reported using control solution to check the meter. Patient's family member did explain that the other meter had been working, however, it is unknown if the meter was available at the time of concern. Medical affairs specialist mailed a letter, since the patient's parents were unavailable to provide additional information. It would have been helpful to know some of the symptoms at the time of concern, when the patient attempted to test, and patient's medication regimen. The customer service representative walked patient through inserting a test strip into the meter and the meter would not power on. Due to the unresolved power issue, the meter was replaced.